Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d294drg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Although the study lists the death not related to the device system it was reported as related to the study and no further information has been obtained thus far that would/could disassociate the device system and event. (B)(4).

Event description:
It was reported that the approximately a week after the implant of a cardiac defibrillator the patient suffered a severe ventricular arrhythmia refractory to cardioversion and defibrillation. The cause of death was reported as arrhythmia. The death was reported as not related to the device system.